Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient passed away on (B)(6) 2022 due to a stroke. A matured embolic infarction of the middle cerebral artery was revealed through a computerized tomography (CT) scan on (B)(6) 2022, four days prior to the patient's left ventricular assist device (lvad) implant. After the patient's implant, they awoke and experienced convulsions and a nonreactive left pupil; a subsequent CT scan revealed a new thromboembolism in the left common carotid artery. This was suspected to have originated from the patient's extracorporeal membrane oxygenator therapy (ECMO) during the lvad implant procedure, as the lvad was running as expected with no anomalies. The ECMO was not an abbott product. There were no changes to the patient's condition or anticoagulation status that may have contributed. The patient was placed on palliative care until they passed. The death was not considered to be device related.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.